Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no impact to the customer's blood glucose level. The customer did not have backup insulin therapy at the time of the call but indicated it was available at home.